Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The cause of the issue was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that that the patient was placed onto impella 5.5 support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced purge disc/flag issues that were resolved by switching to another console. The patient ultimately expired, but there was no allegation against the aic or impella related to the patient¿s death.